Event description:
It was reported that during surgery the universal modular electric/battery single trigger handpiece worked intermittently. There was no reported harm, injury, delay, extended surgical time, or medical/surgical intervention.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.